Manufacturer narrative:
The investigation into access site bleeding has been completed. The product was not returned for review. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported a 84-year-old male (race unknown) in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient experienced a hematoma and persistent bleeding from the access site during impella support. Although the bleeding was initially controlled with a femostop, the decision was ultimately made to explant the pump when the bleeding continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿